Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 19mm bioprosthetic aortic valve, implanted for approximately seven (7) years and nine(9) months, was explanted due to severe aortic stenosis secondary to bioprosthetic degeneration. Operative findings indicated that the bioprosthetic valve was calcified with restricted leaflets. This valve was replaced with a 21mm bioprosthetic valve. No complication was noted. Transesophageal echocardiogram demonstrated a functioning prosthetic valve in the aortic position with no perivalvular leak. Patient was transported to the intensive care unit in critical condition and was later discharged.

Manufacturer narrative:
Device not returned. The device was not returned to edwards for analysis as it was discarded by the hospital. Without the return of the device, edwards is unable to confirm the clinical observation. A review of the design history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.